Event description:
It was reported that the nurse stated that they have a patient cooling, therapy has about 36 hours remaining. The arctic sun device was keeping the patient at the targeted temperature (tt) 33.5c. The patient temperature suddenly dropped to 32.7c and the device began making water at 40c. Now the patient temperature was up to 34.1c. Nurse wanted to make sure everything was working appropriately. Nurse stated that they did receive a few alarms that said erratic patient temperature. Explained the erratic patient temp alarms was usually due to a short in either the temperature probe or the cable. They recommend swapping out either the temperature probe or the cable. If the alarms continue to persist, then they would recommend swapping out the other. Nurse would exchange the esophageal probe first and then the cable if needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, it was found that 1018233-2025-03285 was a non-bd product therefore, a retraction is being submitted. Correction: b, d, f, g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient cooling, therapy has about 36 hours remaining. The arctic sun device was keeping the patient at the targeted temperature (tt) 33.5c. The patient temperature suddenly dropped to 32.7c and the device began making water at 40c. Now the patient temperature was up to 34.1c. Nurse wanted to make sure everything was working appropriately. Nurse stated that they did receive a few alarms that said erratic patient temperature. Explained the erratic patient temp alarms was usually due to a short in either the temperature probe or the cable. They recommend swapping out either the temperature probe or the cable. If the alarms continue to persist, then they would recommend swapping out the other. Nurse would exchange the esophageal probe first and then the cable if needed. Per follow up information received via task on 07may2025, spoke with nurse who confirmed the esophageal probe had been displaced, causing the erratic temperatures. They repositioned the probe and therapy continued without issue.